Event description:
Drive devilbiss healthcare was notified of an incident involving a grab bar by an end user, who stated that the grab bar "came loose, and he fell and hit the left side of his face on the shower wall." The end user reportedly went to the doctor where x-rays and a scan were completed and were negative, however the end user was reportedly advised to go to a neurologist for a more detailed scan as he is starting to have symptoms of vertigo. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.